Manufacturer narrative:
A2) patient age - average patient age: the mean age was 66 years. A3a) patient sex - sex of majority of patients involved: 77% were men. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defects (occlusion) are listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 23-may-2023) ¿comparison of the efficacy of excimer laser coronary angioplasty for st-segment elevation myocardial infarction with onset-to-balloon time¿. The article retrospectively reviews a study aimed to examine the efficacy of elca for stemi using the onset-to-balloon time (obt). A total of 319 patients with stemi who underwent percutaneous coronary intervention from 2009 to 2012 and from 2015 to 2019 were enrolled in the study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 30 patients who experienced slow-flow or no-reflow. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 23-may-2023 has been used, the date of publication. Kujiraoka h_2023_comparison of the efficacy of excimer laser coronary angioplasty for st-segment elevation myocardial infarction with onset-to-balloon time. Lasers in medical science (2023) 38:126. Doi: 10.1007/s10103-023-03789-z pmid: 37217741. This report captures the 30 patients who experienced slow-flow or no-flow after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.